Event description:
The customer stated the wbc dilution cup is not draining on the cell-dyn 4000 analyzer and discrepancies in wbc results have occurred on patient samples. A patient generated an initial wbc result of 9.9 k/ul and upon repeat, the result was 22.9 k/ul. No flags were generated. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Clogged wbc mixpot assembly, wbc mixpot assembly. A field service representative (fsr) replaced the wbc mixpot for noise and clogged tubing and also found a rubber stopper in the wbc path just beyond the wbc cup tubing. Preventative maintenance was also performed. The fsr verified the instrument was performing within specifications by running precision, quality control, latex beads, and verifying moving averages. No further investigation was required. The cell-dyn 4000 system operator's manual, list number 01h25-01, revision m, under section 10, troubleshooting and diagnostics, provides instruction for basic troubleshooting and tools. Instructions for obtaining technical assistance are included as well. Section 10, troubleshooting and diagnostics, troubleshooting data-related problems, provides troubleshooting instructions for no or low wbc results related to draining issues of the wbc dilution cup and wbc mixpot assembly. A non-statistical trend review was performed for the reported issue from (B)(6), 2009 and no trend was identified. Based on the investigation, no product issue was identified for the cell-dyn 4000 for the reported event. There is no systematic issue with the cell-dyn 4000 product line. This is the final report.